Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had been having ongoing issues with sample short alarms on the cobas 6000 c (501) module (c501) over the past month and that the field service engineer was there a few days prior working on this same issue. The customer stated that they have been repeating an unspecified number of patient samples that had results which were flagged. The samples had normal results upon repeat. Of the affected samples, one patient sample had erroneous results for alb2 albumin gen.2 (alb) and tp2 total protein gen.2 (tp) that were reported outside of the laboratory. The sample initially resulted as 0.2 g/dl for alb and 0.2 g/dl for tp. The initial values were reported outside of the laboratory. After the results were reported, the doctor was contacted and the sample probe on the analyzer was replaced. The customer believed that the sample probe went into the gel of the sample tube and that the issue was related to this. The sample had plenty of volume and there were no visible problems with the sample. The sample was repeated after replacement of the probe and the results were 4.9 g/dl for alb and 6.9 g/dl for tp. The repeat results were believed to be correct and were reported outside of the laboratory. The patient was not adversely affected. The alb and tp reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer verified operation of cup sensors. He replaced a printed circuit board, replaced the sample probe, and checked alignments. He ran mechanism checks. The operator ran controls and all recovered within laboratory specifications. The system was found to be operational.

Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.

Manufacturer narrative:
The field service engineer has replaced the entire sampling mechanism in addition to replacing the sample probe. Component code - device subassembly = sampling mechanism.